Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Event description:
Additional information was received that the device reached elective replacement indicator (eri). Boston scientific technical services (ts) again recommended device replacement, however, available information idicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that tachycardia therapy was programmed off and the patient was placed in hospice care and device replacement will not be planned at this time.